Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional h6 type of investigation codes: 'analysis of images' and 'labelling review' h6 investigation conclusion code: 'adverse event related to patient anatomy and/or condition' the complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation and screening review confirmed that the patient had a medical history of ebsteins anomaly with a danielson tricuspid valve repair. Ebsteins anomaly is a congenital heart malformation that occurs when the tricuspid valve of the heart does not form correctly and is severely apically displaced in the right ventricle. To correct this defect, this patient underwent the danielson tricuspid valve repair, which is a surgical procedure in which the native tricuspid valve is detached from the right ventricle, rotated, and reattached at the true atrioventricular junction. Due to this surgical correction, this patient present with two annuli - the 'native' annulus which the patient was born with, and the 'neo' annulus which is the surgically corrected annulus. As the patient had two annuli, the device anchors needed to be exposed at the level of the 'native' annulus, however, the device anchors needed to be at the level of the leaflet hinge points during ventricular expansion. Additionally, the evoque valve was sized for both annuli during screening. This challenging patient anatomy was noted to add to the confusion to the procedure by the clinical specialist present at this case. The imaging evaluation confirmed leaflet capture on each anchor during ventricular expansion. After final release, the evoque valve appeared unstable, and subsequently embolized into the right ventricle on all sides (anterior, posterior, septal, and lateral sides) of the valve. At the time of initial deployment, the valve did not fully expand within the anatomy. When the valve embolized into the ventricle, the inner and outer frames of the valve were able to fully expand. This is objective evidence that the surgical correction hindered the ability for the evoque valve to properly expand at the 'neo' annulus. After valve embolization, the patient had moderate transvalvular tricuspid regurgitation (tr) and moderate paravalvular leak (pvl). To increase valve stability and resolve the resulting tr and pvl, the decision was made to deploy a sapien valve for a valve-in-valve procedure. The sapien valve appeared to stabilize the evoque valve, however, the sapien valve was deployed too atrial so the patient had moderate transvalvular tr and severe pvl (between the sapien and evoque valve sealing skirts). A second sapien valve was deployed, which successfully sealed the leak between the evoque valve and the first sapien valve. The final result was trace transvalvular tr, and mild pvl, which was noted to be coming from the sutures of the surgical leaflet repair and not around the evoque or sapien valves. Available information suggests that patient conditions (ebsteins anomaly with the danielson repair) was the likely root cause of this event. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Based on the DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where, upon deployment, the valve shifted and required the placement of two sapien valve-in-valve deployments. Upon deployment, the evoque valve shifted more ventricular. Minutes after the release, the valve appeared to be rocking or unstable, with increased pvl on the septal side. The decision was made to perform a valve-in-valve procedure with a 29mm sapien. After the sapien deployment, there was a leak between the evoque and sapien sealing skirts. A second 29mm sapien valve was deployed.